Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that right atrial lead exhibited low pacing impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event for low lead impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.